Event description:
A patient reports that he experienced shadow and glare at night in his left eye following intraocular lens (iol) implant surgery. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested from surgeon on 06/19/2008 via fax and mail and on 07/01/2008 via phone. A completed questionnaire has not been received.